Event description:
It was reported that the patient underwent l4-s1 plif using posterior fixation and an interbody device. While tightening one of the setscrews at s1, a small metal fragment sheared from one of the screw threads and fell into the wound. The surgeon removed the sheared fragment with a bayonet. The reporter was unclear if the metal fragment came from the setscrew or from the head of the multi-axial screw. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.